Event description:
Physician inserted internal jugular catheter and found catheter to be leaking at site where flexible plastic tubing connected with rigid plastic hub. Physician removed catheter and inserted another.